Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the left ventricular (lv) lead was attempted but not used during implant due to patient anatomy. Additionally, it was reported that the atrial lead was explanted and replaced due to high thresholds and undersensing of p-waves. No patient complications have been reported as a result of this event.